Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit before and after a battery change. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also has a blank display and there are multiple error alarms in the pump history. Customer was advised to monitor the device and call back if necessary.